Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they last charged their implant in (B)(6) 2022. Patient would have an MRI at (B)(6) on (B)(6). Agent reviewed implant longevity. The patient was redirected to their healthcare provider to further address the issue. Agent emailed representatives for visibility. Additional information was received from the manufacturer representative (rep) stating the device has been dead for several years and is almost 9 years old. Unable to jump start since it has been dead for so long and is nearly at end of life.

Manufacturer narrative:
B3: year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.